Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of dilaudid at 2.4 mg/day via an implantable pump. On (B)(6) 2020, it was reported that the patient felt like the pump got hot during an MRI. The patient's pump was read post MRI to check for alarms. No alarms were noted. No action/interventions were taken to resolve the event. The event was considered resolved. The patient's status was listed as "alive-no injury." No further complications were reported.